Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the irrigation port on the dignishield broke off while the staff was trying to flush it, which caused water to squirt out. Per additional information received from the complainant via email on 13jan2020, it was noted that it was the clear piece inside the irrigation port that broke off. The complainant was reportedly unable to replace/reconnect it.